Event description:
Alleged that when he presses the knee up switch, the knee raises a few inches and will run back down.

Manufacturer narrative:
The facility replaced the connector board to repair the bed.